Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The device functioned properly. (B)(4).

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 473 mg/dl. Troubleshooting for no delivery was performed. Customer advised they changed out their set several times and the next day they will continue to receive the alarm. Troubleshooting for high blood glucose was performed. Customer treated themselves with the insulin pump. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.